Event description:
It was reported that the patient faced insulin flow block alarm which led to hyperglycemia on (B)(6) 2026. The blood glucose level was high, and the patient was treated with insulin pen.

Manufacturer narrative:
E1:name- medtronic minimed. Street-18000 devonshire street. City- northridge. State- ca. Zip code- 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.